Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely a crack on the pump and retainer ring damage. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1782k. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Pump received with cracked retainer ring. The pump passed the displacement test, displacement accuracy test (0.0873), rewind, prime/seating, basic occlusion, force sensor, occlusion test, self test and p-cap locks properly into the reservoir compartment. Thump software was utilized and uploaded trace/history files properly. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, reservoir tube cracked, cracked retainer, scratched case, battery tube threads - cracked, serial number label missing and cracked case (battery tube). In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment when cracked battery tube threads and cracked battery tube case were noted during visual inspection. Retainer ring damage was confirmed due to the cracked clear retainer ring. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.